Manufacturer narrative:
(B)(4). Lot number 13e032 was manufactured may 14, 2013 ¿ may 15, 2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation information: the infusor was received for evaluation. A visual inspection and flow rate testing were performed. No abnormalities were found and the device was found to flow within specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a basal/bolus infusor experienced an overinfusion more than 30% above the expected rate. The reporter stated that the expected flow rate was 0.5ml per hour for 96 hours; however, the actual infusion took only 56 hours to complete. The infusor was filled with saline and sandostatin (non-baxter product) solution. The flow restrictor was at the same height as the reservoir during infusion. The filled infusor was not stored in a refrigerator after filling, and was at room temperature before use. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Therapy dates: (B)(6) 2014. The sample was received for evaluation. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up will be submitted.